Event description:
It was reported by repair work order that the retaining post was broke which could effect fastening of the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.